Event description:
In 2007, it was reported to boston scientific corporation, that a procedure to place a wallflex biliary rx uncovered stent system occurred. The obstruction was in the intrahepatic biliary system. The physician successfully deployed the stent, but encountered removal difficulties. The distal tip of the delivery system was caught in the stent and caused the stent to displace approximately one centimeter. The physician manipulated the delivery system and freed the device from the stent. There were no complications and the patient's condition was reported as "ok."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The lot number was unknown and a ship history was performed. One possible lot has been identified for the device: (lot #9546392). A review of the device history record (DHR) was performed on this lot; no anomalies were noted.